Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after meal announcement on the first day of ilet use, with glucose reaching 400 mg/dl for several hours and no alarms reported, and education was provided that meal announcements require time to personalize based on prior data. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included user counseling and troubleshooting on meal announcement behavior and system learning. Investigation of this case revealed no device malfunction reported and suggested expected early-use adaptation of the algorithm to meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was normal device behavior during initial algorithm learning and user education resolved the concern.